Event description:
It was reported that the patient had electrical shocks going up the bottom of her foot and it was continuous ¿rapid fire.¿ once in a while she would have it on the side or top of her foot but ¿one little spark and it would be gone.¿

Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3487a, lot# l74302, product type: lead. (B)(4).